Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/bleeding, abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced pelvic pain ("pelvic cramping/pain") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (ablation in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; in (B)(6) 2012: fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received: case became incident. New reporters, patient demographic information, product indication updated, new event menorrhagia added and its outcome added as not recovered / not resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/bleeding, abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure (batch no. 968712(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Concomitant products included hydrochlorothiazide. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pelvic cramping/pain") and abdominal pain ("abdominal cramping"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced micturition urgency ("bladder or urinary problems or changes : urgency"). The patient was treated with surgery (ablation in (B)(6)2017). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had not resolved and the micturition urgency outcome was unknown. The reporter considered abdominal pain, menorrhagia, micturition urgency, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 left trailing coils and 10 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion.; in (B)(6) 2012: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm compliant. Amendment: the report was amended on (B)(6) 2018 for the following reason: ccc amended. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('vaginal bleeding/bleeding, abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. 968712(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Concomitant products included hydrochlorothiazide. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic cramping/pain"). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced abdominal pain ("abdominal cramping"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced micturition urgency ("bladder or urinary problems or changes : urgency"), urinary tract disorder ("bladder or urinary problems or changes: urinary disorders") and bladder disorder ("bladder or urinary problems or changes: bladder disorder"). The patient was treated with surgery (ablation in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had not resolved and the micturition urgency, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, menorrhagia, micturition urgency, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 left trailing coils and 10 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion.; in (B)(6) 2012: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet received: new events bladder or urinary problems or changes: bladder disorder and bladder or urinary problems or changes: urinary disorders were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/bleeding, abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure (batch no: 968712(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Concomitant products included hydrochlorothiazide. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pelvic cramping/pain") and abdominal pain ("abdominal cramping"). In november 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced micturition urgency ("bladder or urinary problems or changes : urgency"). The patient was treated with surgery (ablation in feb 2017). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had not resolved and the micturition urgency outcome was unknown. The reporter considered abdominal pain, menorrhagia, micturition urgency, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 left trailing coils and 10 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in august 2012: results: total bilateral occlusion.; in september 2012: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received. Reporters information updated. Event: urgency were added. Concomitant drugs , medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/bleeding, abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 968712- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced pelvic pain ("pelvic cramping/pain") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (ablation in feb 2017). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 left trailing coils and 10 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; in (B)(6) 2012: fallopian tubes were occluded quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/bleeding, abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 968712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced pelvic pain ("pelvic cramping/pain") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (ablation in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 left trailing coils and 10 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.; in september 2012: fallopian tubes were occluded . Most recent follow-up information incorporated above includes: on 7-aug-2018: medical record received. Reporter information updated. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.